Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the demo power handle would not charge. It was noted that the charger worked to charge the other handles. There was no patient involved. Medtronic's initial evaluation of the incident found that the handle was opened up and both battery cells were found to be vented.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the handle was received with a fully depleted battery. The handle was inserted into an rpa charger running v16 software to charge. The handle was removed from the charger but it did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software. This showed the voltage imbalance at rest (vimr) bit was tripped, permanently disabling the battery. Analysis of the extracted battery data shows a difference between the cell voltages of at least 200 mv. The handle was opened up and both battery cells were found to be vented. It was reported that prior to use, the demo power handle would not charge. It was noted that the charger worked to charge the other handles. The reported issue of vented battery was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. It was also reported that the unit had vimr bit tripping. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.